Manufacturer narrative:
Evaluation summary: one sample was evaluated. The product is used in treatment. The reported condition was confirmed. Product does not meet medtronic specification. The investigation isolated the failure to the mark (stain) black markings at outer cannula internal diameter which could be removed without the use of any solvent but a root cause was not identified. The DHR review shows the product was released to specification. No corrective action is required per (B)(4). The failure relates to the reported complaint event. Correction: (name, email). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that the tube was removed from the packaging and a black debris in the cannula and on the obturator was reported. The customer indicated that there was no patient involvement associated to this event.